Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this brady lead was not successfully implanted due to a product performance anomaly. An attempt to obtain additional pertinent information was made but was unsuccessful. This brady lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, product analysis could not confirm an unspecified product performance anomaly. Moreover, visual inspection noted that the set screw mark was noted on the terminal pin and the mark appears proximal of the center point which points to possible inappropriate insertion depth. In addition, helix was noted to be stretched. This brady lead passed all tests.